Event description:
Boston scientific received information that this right atrial lead had tripped the lead safety switch due to unknown measurements. The lead provided appropriate measurements. As a result, the lead was programmed to bipolar configuration. No adverse patient effects were noted.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.